Event description:
A service rep informed pelton & crane of an incident involving a 16 1/2 year old ocm sterilizer of which the door blew open under pressure. The doctor's office told him that they heard a loud noise and went into the room where the sterilizer is located and found the door ajar. The instruments that were inside the sterilizer chamber were scattered across the room.